Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. It was unknown if the patient required prolonged hospitalization for the event. Peritonitis could not be excluded as a potential cause of the cloudy effluent. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) but treatment failed to have an immediate effect. Dianeal therapy was ongoing and the patient was reported to have recovered from the event. Additional information was requested, but is not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).